Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a handpiece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during a knee scope the motor drive unit was making a lot of scraping noise, then "motor fail" alarm occurred and stopped working. The procedure was successfully completed using a back-up device. It is unknown if there was significant delay. No patient injury or other complications were reported. Preliminary results of investigation have concluded that this unit had a "handpiece sensor fault" which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.